Event description:
It was reported that the patient experienced fatigue, periods of dizziness, and high blood pressure. The patient came in for a check up a few days later and the physician decided to replace the device as it reached its elective replacement indicator (eri). The device was removed and replaced with a new device. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.